Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis investigation found the instruments cable assembly was found broken at the snake wrist. There were broken cable segments in various lengths. The motion was no longer intuitive due to the cable breakage. The instrument blade was not exposed out of the garage. The vessel sealer blade and cable were brought out of the garage by manual removal and was still intact. The blade was not bent and the cable was still straight. Light biodebris was found at the grip assembly. Failure analysis investigation also found the instruments snakewrist was dislodged but no pieces were missing. The instrument was able to be placed on the system and recognized as expired. The instrument was returned with zero uses. The instrument passed electrical continuity testing.

Event description:
It was reported that after a da vinci prostatectomy surgical procedure, it was noted that the endowrist one vessel sealer instrument was damaged. No missing or fallen pieces were reported. The planned surgical procedure was completed. No patient harm, adverse outcome or injury was reported.